Event description:
It was reported that the angio-seal was deployed in the right femoral artery. Six days later, mra study demonstrated common femoral stenosis in the angio-seal site. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
No components were returned for analysis and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.